Event description:
Dental floss have a bad taste to it, as it's making her feel nauseous. Left side of mouth has a burning sensation. Tongue feels irritated. Do not trust the use of this floss as it's made in (B)(6) and with all the recall coming from there.